Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device which result in an inappropriate mode switch. No intervention was performed. The patient was stable and will continue to be monitored.